Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The volume of the leak was about 200 ml and was not contained within the instrument. The operator was wearing lab coat and gloves at the time of the incident. There was no report of operator exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and identified a leak from the back wash tubing in the sample access module. The fse replaced the brown striped tubing (#3213163), black stripe tubing (#3213136) and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).